Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 29-30 mg/dl. The cause of the low bg was unknown. The customer consumed juice to address the low bg. A system check was performed by tandem technical support and it was determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.